Event description:
The customer reported false reactive alinity s hiv ag/ab combo results, since starting using reagent lot 77548be00 on the alinity s system. The customer stated samples in question were sent for confirmatory testing and the results came back nonreactive using the geenius hiv-1/2 supplemental assay. The following data was provided (reference range: < 1.00 s/co nonreactive, >/= 1.00 s/co reactive): on (B)(6) 2026: (B)(4): initial result = 1.32 s/co; repeat result = 1.31 and 1.34 s/co. On (B)(6) 2026: (B)(4): initial result = 1.05 s/co; repeat result = 1.00 and 1.01 s/co. (B)(4): initial result = 2.29 s/co; repeat results = 2.36 and 2.40 s/co. On (B)(6) 2026: (B)(4): initial result = 1.16 s/co; repat result = 1.00 s/co. On (B)(6) 2026: (B)(4): initial result = 2.23 s/co; repeat result = 2.14 and 1.89 s/co. There was no impact to patient management reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot 77548be00 did not identify an increase in complaint activity for the complaint issue. A review of tracking and trending for the alinity s hiv ag/ab assay did not identify any trends. Device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot and complaint issue. A review of alinity s hiv ag/ab assay reactive rates and specificity (assuming zero prevalence), and for lot 77548be00 specifically was performed utilizing field data. At f inova nokes blood donor (USA), lot 77548be00 showed relatively increased initial reactive (ir) and repeat reactive (rr) rates compared to previous used lots. The overall specificity was 99.854% at the other reviewed groups, the ir and rr rates were comparable to other lots. The overall specificity for the whole blood and plasma group was 99.985% and the peer sites was 99.968%. The complaint lot is performing within product requirements for all reviewed groups. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, the alinity s hiv ag/ab reagent lot 77548be00 is performing as intended, no systemic issue or deficiency of the alinity s hiv ag/ab reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported false reactive alinity s hiv ag/ab combo results, since starting using reagent lot 77548be00 on the alinity s system. The customer stated samples in question were sent for confirmatory testing and the results came back nonreactive using the geenius hiv-1/2 supplemental assay. The following data was provided (reference range: < 1.00 s/co nonreactive, >/= 1.00 s/co reactive): on (B)(6) 2026: (B)(6) : initial result = 1.32 s/co; repeat result = 1.31 and 1.34 s/co on (B)(6) 2026: (B)(6) : initial result = 1.05 s/co; repeat result = 1.00 and 1.01 s/co , (B)(6) : initial result = 2.29 s/co; repeat results = 2.36 and 2.40 s/co. On (B)(6) 2026: (B)(6): initial result = 1.16 s/co; repat result = 1.00 s/co on (B)(6) 2026: (B)(6): initial result = 2.23 s/co; repeat result = 2.14 and 1.89 s/co. There was no impact to patient management reported.